Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included burn-in, vibration, and input and output testing without duplicating the reported malfunction. The device's battery and filters were replaced. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "o2 valve fault-2011" message. Complainant indicated that the clinician manually ventilated the patient to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.